Manufacturer narrative:
The stapler sheath was returned to isi for evaluation with no reported issue. An investigation has been completed. The sheath was compared to an in-house sheath and found the returned pieces of the sheath was longer than the in-house sheath. The returned material is most likely from two different sheath. The longer returned piece was severed at the black material of proximal end. The shorter piece is still together with the black material and the grey part of the sheath. Additional observation not reported by site: the sheath was found to be torn. Missing material not returned. Root cause of this failure is likely attributed to misuse/mishandling.

Event description:
This stapler sheath was included with sureform 45 curved tip stapler. There was no customer complaint against the sheath.